Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fish out broken pieces of tampon- vagina [foreign body in reproductive tract]. (Fish out) broken pieces of tampon [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Fish out broken pieces of tampon- vagina [foreign body in reproductive tract] (fish out) broken pieces of tampon [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.